Manufacturer narrative:
Device evaluation: received device in good condition. Performed initial test by connecting 50 psi o2 to unit and selecting auto setting. Unit cycled properly at the lower flow settings, but there was a constant flow of gas at the max setting. F-code details:found cap on timer valve assembly to be loose and screw on rftv to be loose as well. This confirmed customer reported reason. Problem source is user interface.

Event description:
Information was received that a smiths medical pneupac vr1 "showed max setting constantly when it's supposed to provide breath delivery". No patient involvement.